Manufacturer narrative:
(B)(4). (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? Procedure name? Event date? Product code and lot number? What was the issue with the drain that it required post op replacement? Was a 2nd reservoir attempted? Were any anomalies noted of the drain condition upon placement? Where and how was the drain secured? Was the drain broken? If so when, during removal after completion of its use? Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures,? Did the drain function as intended? Are there any other adverse patient consequences due to this issue and how were they treated? If suction was not completed, was a new drain inserted in the patient? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the current status of the patient? What is the physician¿s opinion as to the etiology of or contributing factors of this event? Note: events reported on mw# 2210968-2022-00287. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. After surgery, the ward, the drain was finally removed because it had to be replaced, even if a new one was used. Further details are not provided . Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? No further information is available. Procedure name? No further information is available. Event date? No further information is available. Product code and lot number? The product code is 2177. The lot number is unknown. What was the issue with the drain that it required post op replacement? No issue was reported about the drain. Was a 2nd reservoir attempted? Yes. The reservoir was replaced to another new one, but finally the drain itself was removed. Were any anomalies noted of the drain condition upon placement? No further information is available. Where and how was the drain secured? No further information is available. Was the drain broken? No further information is available. If so when, during removal after completion of its use? No further information is available. Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures,? No further information is available. Did the drain function as intended? No further information is available. Are there any other adverse patient consequences due to this issue and how were they treated? There were no adverse consequences to the patient. If suction was not completed, was a new drain inserted in the patient? No further information is available. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? No further information is available. What is the current status of the patient? No further information is available. What is the physician¿s opinion as to the etiology of or contributing factors of this event? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 product not confirmed. H3: evaluation: one used sample of drain received for evaluation. Lot number of product is unknown. No discrepancy found. The drain functioned properly. As per the complaint report received reservoir used in operation reported issue, so further investigation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.